Manufacturer narrative:
An olympus representative advised the customer on troubleshooting. After troubleshooting and inspecting the issue, the customer changed the main lamp. The issue was resolved. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii xenon light source has an e102 "clv lamp err" error. The customer reported the device switches to the spare lamp when this happens. The customer further reported the lamp was changed this year and there is one bar of lamp life left. No patient harm or impact to patient care was reported for this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. This event is under investigation. A follow up report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer on (B)(6) 2021. The event occurred during a procedure. The procedure was completed by using the spare lamp.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer on april 01, 2014. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: it has been more than seven years since the manufacturing of the device. It is speculated that the aging degradation of lamp resulted in the disappearance of lamp. When lamp disappears, e102 is notified. Is the reason why the main lamp disappeared, and it is assumed that the spare lamp turned on. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.